Manufacturer narrative:
The device final test verification specifications are acceptable. There were no non-conformities or anomalies found related to this complaint when reviewing the device history record.

Event description:
The user facility in (B)(6) reported a blister formed on the patients right mid-face the morning after the thermage flx treatment. The patient also had laser treatment in the same area. The patient received treatment at 900 reps with the highest energy level at 4.0. They noticed the treatment tip was too warm, and they used more than enough coupling fluid during the treatment. The doctor prescribed 2 topical medications to patient on the next day - fucidic acid and metroniddazole.

Manufacturer narrative:
Corrected data: address. Additional information: manufacture date. It was reported a patient experienced blisters on the face the morning after thermage flx treatment. The treatment tip and datacard were returned for evaluation. Returned tip did not match packaging/case information. Evaluation of the returned tip found no issues. The evaluation of the datacard found the following error occurred during treatment: errors: quantity ¿ type of error ¿ percent of error . 73 ¿ ec382 ¿ t2d error condition ¿ 8.11% . 1 ¿ ec781 ¿ error activation button timed out ¿ 0.11%. 5 ¿ec78b ¿ tip force too low ¿ 0.55%. 168 ¿ ec78c ¿ tip temp too high ¿ 18.66%. 1 ¿ ec78e ¿ force before activation ¿ 0.11%. 14 ¿ ed4c2 ¿ generator tuning failure ¿ 1.55%. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, follow the instructions on the touchscreen to proceed. According to thermage flx system user manual (p009418-02 rev. A) burns and blisters are known possible adverse patient reactions to thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. The system was working within specifications. Evaluation of the datacard found technique related issues occurred. The evaluation of the treatment data log confirmed event ec78c ¿ treatment tip temperature too high, 168 times or 19% of the time. Customer must keep the handpiece held straight up and down to keep the treatment tip surface flat for even distribution of cryogen. The treatment tip must be kept still and not moved, slid, slide, slip, push, drag, paint, rock or roll the treatment tip while treating. Based on the available information, this event was most likely caused by user technique. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4).